Manufacturer narrative:
The device has not been returned. Due to the device not being returned, we are unable to determine what may have caused the user to experience the reported incident. No further investigation is necessary at this time. In the event the sample is returned for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
It is reported that the device presented evidence of overheating. No information of the patient status is available.

Manufacturer narrative:
Reason for no evaluation - evaluation was not possible, as the device has not been returned. Smith & nephew has attempted several times to obtain the device for evaluation however has been unsuccessful. Review of the complaint history records were performed which confirmed no inconsistencies. A photo was supplied by the customer of the damaged probe however a root cause cannot be determined by the photo. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends. No further investigation is required. Device is not available for evaluation. Report source is (B)(6) and not (B)(6). (B)(4).